Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum/specimen covering the surface of the tip and plunger clamp and collet sleeve in the reported problem area of the pipette assembly. The instrument was cleaned. The instrument was inspected, tested without further problem, and returned to service.